Event description:
It was reported that when the cvp proximal lumen was flushed before insertion, a leakage occurred from the lower side of the "thermistor connector". Therefore, the catheter was not used.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.